Event description:
It was reported that the lead exhibited noise reversions. No intervention was performed. During follow up on 3/23/15, the lead exhibited noise and caused oversensing. The patient was asymptomatic. No further information was available.